Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a dissection during the index procedure and later, restenosis. The patient's medical history is significant for angina, family history of coronary artery disease, hypertension, fatty liver, hypothyroid, and allergy to IV dye, biaxin, and lortab. The target lesion was the mid lad. The vessel diameter was 2.5mm and the lesion length was 20mm. The lesion was moderately calcified and a classification of b2. The lesion was de novo and 80% stenosed. The lesion was pre-dilated with 2.5 x 15mm balloon at 8 atm. A cxs28250 was deployed at 14atm. A dissection occurred so a cxs08250 was implanted, distal to the initial stent, at 12atm to treat it. Post-procedure stenosis was 0%. Approximately one year later, the patient was hospitalized due to angina, angiography was performed and revealed a lesion in the proximal circumflex artery and the mid lad, percutaneous angioplasty was performed on both lesions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and dissections are known potential adverse events associated with implanting coronary artery stents. Dissection is listed in the IFU as a precaution when implanting stents. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and family history of coronary artery disease. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
There were 3 stents implanted during the index procedure. Initial stent was 2.5 x 28 which caused a distal edge dissection that was treated with a 2.5 x 8 and 2.25 x 8mm cypher stent. New information received on 02/03/2012: the angiographic core lab reported that at there was a stent fracture of the 2.5 x 8mm stent at the time of the previously reported restenosis. The stent fracture was a complete transverse fracture without displacement of fractured fragments more than 1mm during the cardiac cycle and was located distal to the area of overlap with the first stent at the distal portion of the restenosis. The restenosis was 76.17%. Cutting balloon angioplasty was performed and a 2.5 x 8mm promus rx stents was deployed to cover the fracture and restenosis. There was no residual stenosis and timi 3 flow. The patient experienced angina at the time of the 15 month and 18 month follow-up visits. On (B)(6) 2011, the patient experienced unstable angina and angiography revealed 40% in-stent restenosis, but no treatment was given. Additional information will be submitted within 30 days of receipt. Two additional related files have been added. This is one of three products involved with this file in which associated manufacturer report numbers are 3003742446-2011-00038, 3003742446-2012-00034 and 3003742446-2012-00035.

Manufacturer narrative:
A (B)(6) female from the (B)(4) study indicated that during a pci, a coronary artery dissection occurred post deployment of a cypher stent. Past medical history that may have increased her risk for mace includes angina, family history of coronary artery disease, hypertension, fatty liver, hypothyroid, and allergy to IV dye, biaxin, and lortab. The target lesion was the mid lad. The vessel diameter was 2.5mm and the lesion length was 20mm. The lesion was moderately calcified and a classification of b2. The lesion was de novo and 80% stenosed. The lesion was pre-dilated with 2.5 x 15mm balloon at 8 atm. A cxs28250 was deployed at 14atm. A dissection occurred so a cxs08250 was implanted, distal to the initial stent, at 12atm to treat it. Post-procedure stenosis was 0%. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU, it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Based on the information available, there are possible vessel characteristics (small diameter, calcified) that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a vessel dissection during the index procedure and elevated cardiac enzymes post procedure. Approximately 11 months post procedure the patient suffered unstable angina. Approximately one year post index there was instent restenosis. At 14 months post procedure the patient again reported stable angina. At 16 months post index there was coronary reocclusion. And, at 20 months post index the patient had unstable angina. This is a (B)(6) female with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, and history of allergy. In the index procedure ((B)(6) 2010) the target lesion was the mid lad described as diameter 2.5mm and the lesion length of 20mm. The lesion was moderately calcified and a classification of b2. The lesion was de novo and 80% stenosed. The lesion was pre-dilated with 2.5 x 15mm balloon at 8 atm. Initial stent was 2.5 x 28 which caused a distal edge dissection that was treated with a 2.5 x 8 and 2.25 x 8mm cypher stent. Post-procedure stenosis was 0%. Troponin peaked at 0.24 (uln 0.09) and ckmb peaked at 3.8 (uln 3.6). In (B)(6) 2011, the patient reported unstable angina. Coronary angiography was performed at the one year post index ((B)(6) 2011) and instent restenosis had occurred. Ptca was done in the mid lad and the proximal lcx. In (B)(6) 2011, the patient reported stable angina. In (B)(6) 2011, 16 months post index, angiography was performed. A 40% instent restenosis was noted and not treated. Then again in (B)(6) 2011, the patient again reported unstable angina. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Angina is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00038, 3003742446-2012-00034 and 3003742446-2012-00035.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of angina, family history of coronary artery disease, hypertension, fatty liver, hypothyroid, and allergy to ivdye, biaxin, and lortab. Target lesion was the mid lad. Vessel diameter was 2.5mm and the lesion length was 20mm. The lesion was moderately calcified and a classification of b2. The lesion was de novo and 80% stenosed. The lesion was pre-dilated with 2.5 x 15mm balloon at 8 atm. A cxs28250 was deployed at 14atm. A dissection occurred so a cxs08250 was implanted, distal to the initial stent, at 12atm to treat. Post-procedure stenosis was 0%. Approximately 5 months post-procedure, the patient had a stroke with temporary left facial numbness with drooling and slurred speech. The event was medically managed only and resolved without sequelae. The stroke was noted as not related to the cypher stent.

Event description:
Addendum received (B)(6) 2011: the patient experienced unstable angina starting in (B)(6) 2011. On (B)(6) 2011, the patient had a ptca of the prox cx and the mid lad.